Event description:
Dr. Revised head and insert after seeing osteolysis on followup x-ray for other issue. Screw was also removed.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was sent to lab by the doctor and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding osteolysis involving a trident 0 degree x3 insert was reported. The event was not confirmed. Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for this lot. The exact cause of the event could not be determined because the device was not returned for analysis and no medical records were provided. Further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause.

Event description:
Dr. Revised head and insert after seeing osteolysis on followup x-ray for other issue. Screw was also removed.